Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent high impedance. A possible fracture is suspected. The l ead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Rv lead integrity warning occurred (B)(6) 2014 for out of tolerance lead impedance. Beginning the week of (B)(6) 2014, lv lead impedance measured 1680 ohms. Analysis of the device memory indicated the impedance trend on the lv pacing lead was variable. Beginning the week of (B)(6) 2014, lv lead impedance variation from 512 to 1760 ohms. Concomitant product: c154dwk ICD (B)(6) 2009. (B)(4).